Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. (B)(4): no anomalies found, however blood was noted on helix; full lead returned and analyzed.

Event description:
It was reported that during implant, a left ventricular lead could not be used due to patient anatomy, and another lead could not be used due to it being too short. Neither lead was implanted. No patient complications have been reported as a result of this event.